Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during an esophageal dilatation procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the balloon failed to maintain inflation at 15mm, and it was observed that the balloon was squirting liquid out. The patient bronchoaspirated the liquid, which caused the patient to have discomfort and a great drop in saturation. The procedure was immediately stopped, and the liquid was aspirated to stabilize the patient. The procedure was not completed due to this event. Post procedure, the patient quickly recovered and was released after two hours of observation. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: a visual examination of the complaint device revealed no issues noted to the device. A functional evaluation was performed, and it found that the balloon had a pinhole. Based on the investigation result, the reported failure of aspiration was likely not related to the event. It is most likely due to the customer procedure technique of trying to inflate the device again with more water after the balloon lost pressure, and this water going down the esophagus to the lungs of the patient. The direction for use (dfu) stated that "if the balloon does not rupture or a significant loss of pressure within the balloon occurs, deflate the balloon completely and carefully remove the balloon and endoscope together as a unit." Therefore, the most probable root cause is user/use error. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during an esophageal dilatation procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the balloon failed to maintain inflation at 15mm, and it was observed that the balloon was squirting liquid out. The patient bronchoaspirated the liquid, which caused the patient to have discomfort and a great drop in saturation. The procedure was immediately stopped, and the liquid was aspirated to stabilize the patient. The procedure was not completed due to this event. Post procedure, the patient quickly recovered and was released after two hours of observation. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: a visual examination of the complaint device revealed no issues noted to the device. A functional evaluation was performed, and it found that the balloon had a pinhole. Based on the investigation result, it is probable that the aspiration is due to the pinhole; it is most likely that the customer tried to inflate the device again with more water after it lost pressure, and this water went down the esophagus to the lungs of the patient. However, the pinhole in the balloon is being investigated under (B)(4) due to a supplier design specification that causes/contributes to this problem in product use; therefore, the most probable root cause is supplier design. A review of the device history record (DHR) was performed and no deviations were found. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a cre wireguided dilatation balloon was used during an esophageal dilatation procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the balloon failed to maintain inflation at 15mm, and it was observed that the balloon was squirting liquid out. The patient bronchoaspirated the liquid, which caused the patient to have discomfort and a great drop in saturation. The procedure was immediately stopped, and the liquid was aspirated to stabilize the patient. The procedure was not completed due to this event. Post procedure, the patient quickly recovered and was released after two hours of observation. The patient's condition at the conclusion of the procedure was reported to be stable.